Manufacturer narrative:
One opened box was returned only containing a syringe, no shunt was returned. Since a sample was not received at the investigation site for evaluation for the report of suspected product blockages, intraocular pressure did not decrease after surgery, product was removed and the another procedure was performed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an stent implantation procedure, they suspected product blockages and also stated that intraocular pressure did not decrease after surgery so the product was removed and the procedure was completed with another device. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received patient had iop increased and after removal of shunt the iop was decreased and patient condition was improving.